Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "when preparing for intubation, I opened the packaging and found a small crack in the airbag, which caused air leakage. So it was immediately replaced without causing any harm to the patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. A device history record review was performed for the reported lot number and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when preparing for intubation, I opened the packaging and found a small crack in the airbag, which caused air leakage. So it was immediately replaced without causing any harm to the patient". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when preparing for intubation, I opened the packaging and found a small crack in the airbag, which caused air leakage. So it was immediately replaced without causing any harm to the patient". No patient involvement.